Event description:
When attempting to treat an adult pt with the model 3100a, the user was no longer able to center the piston, according to the "ddi" display, after 5 minutes of use. This was a "rescue" attempt and the pt was placed on another ventilator type.